Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose level. The customer states their level had gone up to 501mg/dl, but then went back down to 82mg/dl. The customer's most current level was 273mg/dl. The customer was not able to complete troubleshoot due to calling from work. The customer was advised to change out their set, and if high levels continue to contact their healthcare provider. The customer was advised to call back if needed.